Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6) not functioning as intended was confirmed. The mpu was evaluated at the pleasanton service depot. The mpu was connected to power it was noted that the mpu did not power on as intended, confirming the reported event. The issue was traced to the main printed circuit board (pcb). The main pcb was replaced, and the unit was able to pass all functional testing and was returned to customer. The main pcb was returned to the product performance engineering group for further analysis. The main pcb was examined, and damage was noted to the board and an integrated circuit component. Due to the damage, the component could not be replaced and no further troubleshooting was attempted. The root cause of the reported event was determined to be damage to the main pcb of the mpu; however, the root cause of the damage was not able to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) continued alarming with a yellow wrench. The batteries were changed but the alarm persisted.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.